Event description:
Eleven years following bilateral intraocular lens (iol) implant surgery, the surgeon reported "graying" of the iol. The surgeon defined "graying" as the iol had a slight gray, haziness to the anterior and posterior surface, but the central portion of the optic remained clear. The surgeon also reported glistenings in the central portion of the iol. The surgeon further reported that the patient experienced glare from headlights that was bothersome. The surgeon reported, the patient was diagnosed with dry eyes that was being treated with medications. The surgeon was unwilling to fill out questionnaire since he was not the implanting surgeon. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/09/2009, 03/20/2009, 03/23/2009, 03/26/2009, and 03/27/2009 by phone, fax, and mail. The surgeon was unwilling to fill out a questionnaire. Medical records were received on 03/27/2009.